Event description:
It was reported that while testing with bd phoenix¿ m50 automated microbiology system it does not give the expected identification and sensitivity results for the panels. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the equipment does not give the expected identification and sensitivity results for the panels, in some cases it does not give the name of the microorganism, and some sensitivities present them as resistant when they are not.

Manufacturer narrative:
H.6. Investigation summary: a failure for false resistance was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that, following previous occurrences of this same failure (s. Aureus showing resistance to vancomycin), the incorrect results continued. The first failure related to this instrument for results occurred in june of 2021, after which training was carried out with the customer related to workflow. The first report of false resistance specific to this combination of s. Aureus and vancomycin occurred in july of 2021, and that failure was considered to be related to the reagents. However, following further training activities with the customer under case 01449366, the customer reported another occurrence in september 2021. The failure investigated here was then reported as an additional occurrence. The decision was made to replace the instrument to improve customer satisfaction. Root cause was unable to be determined, and further visits to the customer were not permitted following the training events, as the customer preferred to have the instrument replaced without further activities from bd service. As the failures could not be solved, and the replacement of the instrument is believed to have prevented reoccurrence of these false resistant results, this is considered a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for this instrument was reviewed. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see section h10

Manufacturer narrative:
Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd phoenix¿ m50 automated microbiology system it does not give the expected identification and sensitivity results for the panels. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the equipment does not give the expected identification and sensitivity results for the panels, in some cases it does not give the name of the microorganism, and some sensitivities present them as resistant when they are not.